Manufacturer narrative:
(B)(4). Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the catheter with the stent implant if the stent is not fully expanded and apposed, damage to the stent or catheter. To ensure this type of occurrence is not related to a potential product quality deficiency, a sampling of units is destructively tested to verify proper stent deployment. In this case, the xience v stent delivery system (sds) and post dilatation catheter used were not returned for analysis which may have aided the investigation. There was no note of any damage to the stent implant observed prior to the procedure, which suggest that a product deficiency did not contribute to the difficulties experienced. It is likely that the post-dilatation catheter interacted with the deployed stent causing damage to the stent struts. The cine review (angio cd) completed on this incident concluded that there is a possibility that both the proximal and distal edges of the stent were oversized to the reference sections. It should be noted that the japan xience v everolimus eluting coronary stent system instructions for use (IFU) instructs the physician not to dilate the stent beyond the provided limits. In this case, it is unknown if the reported IFU deviation caused or contributed to the reported difficulties. The cine review was unable to determine if there was a shortening of the stent implant. However, the xience v product specification states that a stent length change of less than or equal to 10% is acceptable. It was reported a dissection was noted and an additional stent was deployed to treat the dissection. Dissection, as listed in the japan xience v everolimus eluting coronary stent system IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined; however, there is not indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records which could have contributed to the reported event. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). Concomitant medical products: dil cath: voyager, nc signet; guide wire: runthrough; guide cath: axess the customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was in the left anterior descending artery (lad). The vessel had mild tortuosity, no calcification, was an eccentric and de novo lesion that was 75% stenosed. The target vessel diameter is 3.5 mm and the target vessel length is 18 mm. Pre-dilatation was performed prior to the implantation of the 3.0x18 xience v stent. Intravascular ultrasound (ivus) confirmed the stent was expanded well. After post-dilatation was performed, on angiography, a stent strut was observed to have moved at the bifurcation of the lad and the left circumflex. Ivus was again performed and approximately 2 mm of the stent appeared to have shortened and a dissection was noted at the edge of the stent. A vision stent was deployed to treat the dissection successfully and the procedure was completed. No additional information was provided.